Event description:
It was reported that stent dislodgement occurred resulting in additional intervention. The patient was presented with coronary artery disease and underwent percutaneous coronary intervention. The 70% stenosed target lesion was located in non-tortuous and moderately calcified coronary artery. A 2.50 x 12mm synergy xd drug eluting stent was attempted to advance in diagonal branch. However, the stent was stripped off from the stent delivery system. Attempts were made to slip a new balloon into the stent and dilate it but failed. Finally, the physician decided to crush the stent into the vessel wall by ballooning and deployed additional stent and the procedure completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
D6a implant date: corrected the synergy xd mr ous 2.50 x 12mm stent delivery system was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found inner/outer kink located approximately 2.5cm from the exchange port.

Event description:
It was reported that stent dislodgement occurred resulting in additional intervention. The patient was presented with coronary artery disease and underwent percutaneous coronary intervention. The 70% stenosed target lesion was located in non-tortuous and moderately calcified coronary artery. A 2.50 x 12mm synergy xd drug eluting stent was attempted to advance in diagonal branch. However, the stent was stripped off from the stent delivery system. Attempts were made to slip a new balloon into the stent and dilate it but failed. Finally, the physician decided to crush the stent into the vessel wall by ballooning and deployed additional stent and the procedure completed. There were no patient complications nor injuries reported.